Event description:
It was discovered during testing that a pump did not detect an upstream occlusion. There was no pt involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer ref. No. (B)(4). Baxter received and evaluated the device. The determined symptom "failed upstream occlusion" was confirmed. The pump failed to pass testing at 40ml/hr. The upstream sensor was found to have torn teflon tape. As a result, the upstream sensor was replaced.